Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel had a crack on the upper inside screw housing and rear panel was rusted, a broken power button, a defective video socket connector with a defective locker and the software version needed to be updated from 1.06 to the latest version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, the power switch was stuck on the evis exera iii video system center with the power on. Here were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken power switch/button could not be identified. However, it¿s likely the cause is related to the operating force applied to the power switch and the number of times that the switch was pressed exceeding the original assumption. Olympus will continue to monitor field performance for this device.